Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty (bkp) spinal therapy for vertebral compression fracture. Levels implanted was l2. It was reported that during procedure the balloon ruptured during inflation and popped at approximately 450¿460 psi and 5 ml. The balloon was removed and contrast was drawn out. The procedure was completed successfully with the original product. No delay in overall procedure time, inpatient hospitalization or prolongation of hospitalization, patient symptoms or complications, or additional treatment or surgery were reported. There were no further patient complications or symptoms have been reported as a result of this event.